Event description:
Baxter reported "the transfer set needed to be replaced because the occluder feet are broken leaks can be observed when the minicap is removed. The reported transfer set was placed in june 2005. There was no patient injury or medical intervention associated with this according to baxter.